Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The manufacturing record was reviewed and found no irregularities. According to the inspection result at repair, the scope connector part of gif-h190n had liquid leakage. Omsc presumed that b30 occurred because an abnormality occurred in the communication between the scope and the system due to the liquid leak from gif-h190n.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that scope communication error b30 occurred. The subject device was used in combination with gif-h190n. There was no report of patient injury associated with the event.